Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 5 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was diagnosed with factor vii deficiency in (B)(6) 2015. The patient exhibited gastrointestinal (gi) bleeding in (B)(6) 2016 due to gastric angiectasias. On (B)(6) 2016, an upper gi endoscopy showed multiple non-bleeding angiectasias in the stomach which were successfully treated with argon plasma coagulation (apc). An upper gi endoscopy on (B)(6) 2016 found arteriovenous malformations (avms) in the jejunum with successful apc treatment. Heparin and warfarin were continued, but aspirin was on hold due to recurrent gi bleeding. The patient¿s inr goal remains 3.5 to 4.5. The patient¿s inr was 3.6 in (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Following the report of gastrointestinal bleeding, the patient remained ongoing on vad-(B)(4) until they underwent a pump exchange on (B)(6) 2017 due to pump pocket infection. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00467. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.